Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experinced hyperglycemia and received a pump error 43 (an error in the motor was detected by reading an unexpected value from the hall sensor) and had a keypad anomaly. The customer reported a blood glucose value of 500 mg/dl. It was unknown how the customer was treated for hyperglycemia. The event involved product(s) mmt-242a, mmt-1884, mmt-7020la, and mmt-332a. Troubleshooting was performed for the pump error, and the customer was able to clear the error, but was unable to complete the rewind process. Troubleshooting was performed for the keypad anomaly, and the buttons became responsive again after replacing the battery. Troubleshooting was partially performed for the high blood glucose event. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-242a, mmt-7020la, and mmt-332a. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The pump history and trace files were successfully downloaded using thump. All buttons functioned properly and there were no pump error 43 alarms during testing. A review of the pump history file shows on 8/25/2025 there were twenty (20) pump error 43 alarms (between 08:50 and 10:17) and four (4) pump error 130 alarms (03:16, 03:18, 10:23, and 10:27) generated. The pump was cut open and the keypad overlay/button dome switch layers were removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, keypad dome switches, and keypad assembly however, corrosion was found on the motor, force sensor, and motor home switch. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. Pump error 43 and pump error 130 alarms are confirmed due to moisture damage (corrosion/rust) on the motor and motor home switch. The keypad anomaly is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.